Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of composite screws, the source of the defect cannot be attributed to the manufacturing conditions. Observation of the screws reveals a rupture which combines both torsional stress and perforation at the beginning of the screw recess. In the absence of several elements surrounding the circumstances of the screw rupture, and based on the observation carried out, the following hypotheses could explain the reason for this screw rupture: the surgeon applied a pushing force on the screwdriver in addition to screwing. The screw being only moderately driven by the screwdriver at the entry cone portion of the screw rendered this area more vulnerable to torsional stress. The combined forces of screwing and compression exerted on the screw tip which was only partially inserted in the tunnel caused the screw to rupture. The screw was not perfectly introduced along the tunnel axis. The screw entry cone was jammed against the cortical bone, and continued screwing deformed the cylindrical portion of the screw which was driven by the screwdriver, causing torsional stress at the junction point where the guide pin guiding area meets the screw recess. The tip of the screw being jammed, the torsional stress was greater than the yield point of duosorb, which caused the screw to rupture.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During an anterior cruciate ligament reconstruction procedure, the composite screw fractured on the second twist during implantation. Another of the same screws was used to complete the procedure."